Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical Services (TS) was consulted as the lead was scheduled for replacement but for an unknown reason. TS reviewed the system and determined there were multiple red alerts for out of range spikes with daily variability in testing. TS noted that the measurements were stable since system implant and noted a few spikes. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.